Event description:
It was reported that the bd eclipse¿ needle experienced a clogged/blocked needle. The following information was provided by the initial reporter: material no: 305767 batch no: 0275242 consumer called and stated that she was informed that there are issues. She is stating that when the needle is injected to draw blood, the needle is clogged and will not pull up any blood. They have tried multiple needles in this lot and they all have done the same thing. She stated she was informed today about the incident so she doesn't know exactly when it started. She also stated they have unused samples to return if needed. She did state the patients had to be redrawn because of this incident.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced a clogged/blocked needle. The following information was provided by the initial reporter: material no: 305767, batch no: 0275242. Consumer called and stated that she was informed that there are issues. She is stating that when the needle is injected to draw blood, the needle is clogged and will not pull up any blood. They have tried multiple needles in this lot and they all have done the same thing. She stated she was informed today about the incident so she doesn¿t know exactly when it started. She also stated they have unused samples to return if needed. She did state the patients had to be redrawn because of this incident.